Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had received motor error and replace battery alarm. The customer¿s blood glucose level was 314. The customer was treated with bolus for high blood glucose. The customer reported that they received a motor error alarm. The customer reported that the drive support cap was normal. It was reported that they had performed displacement test and was passed. The customer was advised to monitor the pump and call back if alarm recurs. The customer stated that they did not receive a low battery alert prior to the off no power alert. Customer stated that this was not the second occurrence of off no power without a low battery warning. It was reported that the new battery resolved issue. It was reported that they had damage on the battery. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.